Manufacturer narrative:
(B)(4) - no known impact or consequence to patient. (B)(4). About unintended system motion, the owner's manual says that the rotation safety lock is used to prevent unintended rotation and the on/off switch can be toggled off to stop all powered motion. Because the device is not available for inspection, and the complainant is not available to be interviewed, it is not possible to establish with certainty what actually occurred. It is possible that a highly unlikely sequence of device failures could have led to the reported events. It is more likely that there was some user error involved.

Manufacturer narrative:
Device not returned.

Event description:
Patient was positioned on osi table with all locks secured. All three lock lights were on. At end of the case, the table spontaneously unlocked and abruptly "airplaned"at a 45 degree angle. Circulating nurse was standing at side of patient and was able to hold patient on table and call for help. Patient was quickly transferred to the hospital bed. The osi table continued to tilt, airplaning more, and going into a quasi-reverse trendelenburg at the same time, though nobody was touching the controls. The lights were checked again, and it was noted that the lock light was off, though nobody unlocked it.